Event description:
A malfunction was reported by the customer involving a pump, but there was no specific information provided about the blood glucose impact. No adverse impact on the customer¿s blood glucose level was reported. A replacement pump has been allocated.